Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window. No suspend mode anomaly noted.